Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis event. Blood glucose level was over 400 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient was treated with intravenous drip. No further information available.